Event description:
I just wanted to make you aware that when compounding today the IV technician noted something wrong with one of the 30ml syringes. It looks like there is part of the stopper missing/uneven surface. It is also possible it could be contaminated. Situation: 30ml IV syringe was found with damage to the rubber stopper. Background: this damage was found when compounding an IV dose. Assessment: the IV technician noticed the damage and reported it to the pharmacist. The syringe was collected, and a new syringe was used for the dose in process. Recommendation: pharmacists and technicians involved in IV compounding are aware and will continue to look out for damaged/contaminated IV products. [Redacted date] - emailed manufacturer rep requested RMA and mailer label. Manufacturer response for 30ml syringe, (brand not provided) (per site reporter). [Redacted date] - emailed rep requested RMA and mailer label.